Event description:
Blender failure occurred upon initiation of cardiopulmonary bypass. The oxygen line was disconnected from the blender due to pressure. The patient was weaned off cardiopulmonary bypass (cpb), but ventilator support was continued. Oxygen line reconnected bypass initiated. Blood oxygenation was adequate. 20 minutes into cpb, the oxygen line from the blender disconnected from blender with a sound. The line was reconnected and tie banded. The perfusionist noticed po2 on cdi following. Raised flows and fio2 with no effect. Obtained a b type oxygen cylinder and placed patient on 100% oxygen.